Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g4:510k. The revision reported was likely the result of prosthesis wear of the tibial insert and patella secondary to contributions from instability and/or combined tibial slope leading to articulation of the femoral component on the posterior edge of the tibial insert and accelerated wear. The reported failure of loosening cannot be confirmed from the available information. However, the contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report number: 1038671-2024-04228 and 1038671-2024-04229 d10:concomitants: (B)(6) a10012 - gps implant kit v2 (B)(6) 521-78-32 - threaded pin size 3.0 collarless (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. E1: phone number (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04228 and 1038671-2024-04229 the revision reported was likely the result of prosthesis wear of the tibial insert and patella secondary to contributions from instability and/or combined tibial slope leading to articulation of the femoral component on the posterior edge of the tibial insert and accelerated wear. The reported failure of loosening cannot be confirmed from the available information. However, the contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised approximately 6 years 7 months post op. Patient experienced prosthesis wear, loosening, metal related pathology and osteolysis. Everything was revised due to wear on patella and tibial insert. Patient was last known to be in stable condition following the event. No further issues or complications were reported. No additional information is available.